Event description:
I had the essure coil inserted and had a terrible allergic reaction. All the muscles in my body stiffened and I could hardly walk, especially after sitting still for a wile (example: after driving or working at my desk). I complained to my doctors and they all insisted this was not the cause of my trouble. I was diagnosed with fibromyalgia because they could not figure out the cause of pain. I switched doctors (clinics). The new doctor sent me to a gynecologist and she did a hysterectomy. The pain is gone. A test was never done to see if I had an allergic reaction to nickel or what the device was made from. It was the worst 2 years ever.